Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Other mfg report number: 3013886523-2022-00599. A facility reported negative values of a cerelink microsensor (ID 826851). The sensor was used with directlink icp module (ID 826828). Monitoring was not possible, therefore, sensor was explanted.

Manufacturer narrative:
Directlink module was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected: no defect was noted. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.